Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a patient letter reporting that they had an appointment with their health care professional (hcp) scheduled for (B)(6) 2016. The patient had talked to a lot of people about the issue but the loss of stimulation issue had not resolved at this point in time.

Manufacturer narrative:
The original received by MFR date on manufacturer report # 3004209178-2016-12317 should have been 2016-mar-28. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that the patient saw elective replacement indicator on their implantable neurostimulator (ins). The patient stated that they felt stimulation stop. This was reported to be sudden on (B)(6) 2016. The patient stated that it took them a long time to get in to see a health care professional (hcp). It was later reported in a patient letter that the patient had been with chronic pain since 3 weeks ago. The patient had visited a hcp and was told that the hcp would send a request for a new one. The patient had been implanted since (B)(6) 2010. The patient expressed hope that the hcp resolved the patient's issue. A patient letter recorded no new information. The caller later reported that the patient needed a replacement patient programmer (pp). It was noted that the "battery box" needed to be replaced. The caller said that the patient stated that they use the pp to turn the device on, and it works for an hour and then they don't feel the stimulator working anymore. It was later noted that the patient's battery was not working and they couldn't feel stimulation. The patient stated that their implant "was not working anymore." In addition, the patient kept seeing the poor communication screen. The patient also reported that they had seen an end of service (eos) message on the recharger screen. Indication for use was postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.